Manufacturer narrative:
Corrected data: in review it was noted that the section "d6a & d6b" were inadvertently not addressed correctly in the intiial MDR report. Therefore, the information has been corrected in this supplemental MDR report as indicated below: section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed. If explanted; give date: n/a (not applicable). Lens was removed. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis intraocular lens (iol) was not inserted due to loading/folding issue and the haptic was bent wrong during handling. There was patient contact and the patient has recovered. The lens was discarded at the customer's facility. No further information is available.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code 1255 (folding issues) was not provided on the initial report and needs to be corrected. This report is being submitted to correct this error. Field below updated: section h6: medical device problem code: 1255. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.